Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During suturing of the dura mater, the needle tip broke. The patient underwent a MRI on (B)(6) 2012 and the needle tip was visualized. The needle fragment was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The evaluation revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. A visual inspection was also performed on one loose needle returned for evaluation. There were no signs of manufacturing defects found on the needle. In order to avoid this kind of damage the package insert cautions: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ece112, mfg date: 03/01/2012, exp date: 01/31/2017. Batch edp546, mfg date: 04/01/2012, exp date: 01/31/2017. Batch eee590, mfg date: 05/01/2012, exp date: 01/31/2017. Batch eep423, mfg date: 05/01/2012, exp date: 01/31/2017. Batch eer367, mfg date: 05/01/2012, exp date: 01/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.